Manufacturer narrative:
Literature reference: doi 10.1177/1538574417710404.

Event description:
The patient was treated with complete se stents in the bilateral common iliac and the left external iliac artery to treat aortoiliac occlusive disease. One month later, the patient presented with left abdominal swelling of one week duration and the inability to move the left lower limb. Diagnostics revealed large retroperitoneal hematoma with the possibility of continued bleeding, from the left external iliac artery. The patient was treated with sustained balloon occlusion but the leak persisted. Two covered stents were then deployed in the external iliac artery, successfully stopping the leak. The patients symptoms improved.